Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The rptr gave her husband back to back blood glucose tests that resulted in 226, 194, 119 and 162 mg/dl. All four tests were done within 10 mins. There were no symptoms. A control solution test was within range (98-147) 141. Rptr had never compared the confirmation dot to the color chart. She had cleaned the test strip holder with alcohol. On follow-up, the rptr's husband had a meter/lab comparison test at his dr's office in which his meter read 242 mg/dl (capillary), and the lab test (venous) result was 187 mg/dl. Tests were done in a fasting state.